Event description:
It was reported the catheter was being placed into a female pt in the intensive care unit. The clinician placed the angiodynamics PICC with the arrow vps system into the pt's right side. A bbe was seen for 10 plus seconds. The bbe was printed. Once the clinician began to remove the biosensor from the PICC it became stuck. When trying to remove the sensor it broke off inside the PICC. The catheter and biosensor were removed as one and a new kit was opened and the catheter was placed successfully. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.